Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle was could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the nozzle was deformed on the evis lucera elite gastrointestinal videoscope and clogged with unknown foreign material. The issue was detected at reprocessing after a procedure and was not used on any patients after the issue was detected. The unknown procedure was completed with the same device and the evis lucera elite video system center. The device was reprocessed correctly. The water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle clogging was found in the during reprocessing and not during the case. The mh-946 injection tube was used for manual cleaning in the hospital. There were no scratches on the mounting part of the mh-946. The facility used a non-olympus automatic endoscope reprocessor (aer) and manually cleaned the device. The device was new, and the nozzle was not replaced. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was not confirmed. The nozzle was not deformed. However, the nozzle was clogged by some unknown foreign material and the foreign material could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.